Event description:
Customer reported the system stopped flouring during a case, then started flouring on its own. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge rep evaluated the system and found interconnect cable connector loose and tightened it. Found piece of gauze between interconnect cable and lemo connector - removed it. This gauze was causing communication failures between workstation and c-arm (loss of video). System operates as intended.